Event description:
It was reported that during routine follow-up, inappropriate automated mode switch episodes were noted on the pulse generator. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.